Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Additional information: reference complaint #(B)(4).

Manufacturer narrative:
Initial reporter occupation: senior buyer. Additional initial reporters: (B)(6). Additional event site email address: (B)(6) the device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted at 1828. Overnight, a fiber optic sensor failure occurred. The inner lumen also became clotted and was unable to transduce pulsatile pressure or aspirate. There was no patient harm or adverse event reported. Medwatch report # (B)(4) received 10may2023: inner lumen unable to transduce pulsatile pressure and unable to aspirate.